Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis. The patient is doing temporary in-center treatments. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was admitted into the hospital with symptoms of cloudy pd effluent. The patient had a pd culture obtained in the hospital which grew stenotrophomonas maltophilia. The nurse indicated that the patient was treated with an oral course of antibiotics utilizing levofloxacin (250 mg) and bactrim ds (800+150mg). On (B)(6) 2025, the patient was discharged from the hospital continuing with antibiotic therapy. The patient continued pd therapy with the same cycler and on (B)(6) 2025 the patient was seen in the outpatient pd clinic for follow-up. The patient had a repeat pd culture performed which had persistent growth of strenotrophomonas maltophilia (a continuing peritonitis infection). The patient was continued on antibiotic treatment with levofloxacin (250 mg) and bactrim ds (800+150mg). Additionally, the nurse confirmed the patient was switched to back up hemodialysis and is scheduled to have the pd catheter (not a fresenius product) removed next week. The nurse stated the patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was associated with the patient handling soil exposed to horses.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed patient handling soil exposed to horses, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis. The patient is doing temporary in-center treatments. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was admitted into the hospital with symptoms of cloudy pd effluent. The patient had a pd culture obtained in the hospital which grew stenotrophomonas maltophilia. The nurse indicated that the patient was treated with an oral course of antibiotics utilizing levofloxacin (250 mg) and bactrim ds (800+150mg). On (B)(6) 2025, the patient was discharged from the hospital continuing with antibiotic therapy. The patient continued pd therapy with the same cycler and on (B)(6) 2025 the patient was seen in the outpatient pd clinic for follow-up. The patient had a repeat pd culture performed which had persistent growth of strenotrophomonas maltophilia (a continuing peritonitis infection). The patient was continued on antibiotic treatment with levofloxacin (250 mg) and bactrim ds (800+150mg). Additionally, the nurse confirmed the patient was switched to back up hemodialysis and is scheduled to have the pd catheter (not a fresenius product) removed next week. The nurse stated the patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was associated with the patient handling soil exposed to horses.